Event description:
The customer observed a false nonreactive alinity I syphilis tp for a 48-year-old female. The following results were provided: sid (B)(6), initial syphilis result= 0.77 s/co; repeat result= 0.77 s/co; tppa result= positive; elisa result= positive. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31, with 510k number k153730. Section a patient information: refer to section b5 for complete patient information.